Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer stated that the pump is delivering insulin, however the insulin does not seem to be going into his body. Customer's blood glucose at the time of the incident ranged from 391 to 411 mg/dl. Customer changed the infusion set three time, but the issue remained unresolved. Customer treated his high blood glucose levels with manual injections. During troubleshooting, the customer removed the infusion set and found that the cannula was bent. Replacement product is being sent.